Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported 14 out of the 20 wafers were cut off center which caused effluent leakage within a 2-day wear time. No harm reported and no photo provided.